Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. In addition, the instrument was found to have damage to the conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, but the fragment was still attached. The internal wires were exposed but not frayed or fully broken. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer noted that the instrument was out of lives. The procedure was completed with no reported injury.